Event description:
The reporter rec'd the er1 message 2 months ago, following the message she would retest on her one touch profile meter. She reportedly believes the message was due to applying her blood sample to the wrong side of the surestep test strip.